Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The proximal end of the nail is damaged. Also, the interface is bent and does not allow a correct connection of the aiming arm. This has led to an offset of the reamer. It is also possible that the connection screw was not tightened enough. The aiming arm was not returned for investigation. The manufacturing documents were reviewed and no discrepancies to the specifications where found. Based on these findings it is concluded that the cause of failure is not due to any manufacturing non conformances. No product fault could be detected.

Event description:
The reamer broke during drilling. The surgeon reamed and the tip of the reamer collided with the nail and broke. The surgeon removed the broken tip of the reamer. The nail appeared twisted after being removed. This is 1 of 3 reports for (B)(4).